Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Triathlon tka surgery was performed on (B)(6) 2016. When the surgeon used the peg drill, the peg drill was broken.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon drill bit was reported. The event was confirmed. Device evaluation and results: visual inspection confirmed the reported fracture. A consultation with the material analysis team concluded that the drill bit fracture occurred due to torsional overload condition in the high stress region. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event was confirmed that the drill bit fractured. A consultation with the material analysis team concluded that the drill bit fracture occurred due to torsional overload condition in the high stress region.

Event description:
Triathlon tka surgery was performed on (B)(6) 2016. When the surgeon used the peg drill, the peg drill was broken.